Event description:
U/f report 45-0684-2022-1: the customer reported during an ercp, the initial passage of the duodenoscope across the pylorus, in the prone position, was not feasible to due to the dilated stomach, body habitus and angulated/deformity at the junction of d1-d2. The endoscope was withdrawn and the patient was placed in the supine position. Subsequently, the scope was traversed to the second portion of the duodenum with some difficulty. The physician was using the endoscope with the distal cover. When the duodenoscope was withdrawn, the distal cover was not attached to the endoscope. According to the physician, nurse and endoscopy technicians, several attempts were made to retrieve the distal cover without success. Three (3) events reported by facility as follows: for event 1 of 3, see (B)(6). For event 2 of 3, see (B)(6). For event 3 of 3, see (B)(6). This is event 2 of 3 from the facility and includes 2 reports: (B)(6): maj-2315. H1y30. (B)(6): tjf-q190v, 2124607.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the subject device and identified the following: a visual inspection on the received condition. The customer did not return any distal caps for testing; therefore, mq used an unopened, test single-use distal cover (maj-2315, lot h1120) for the inspection. The maj-2315 single-use distal cover was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover as is stated in the quick reference guide. Additionally, the seam at the top of single-use distal cover showed no damages (no cracks or voids) after placement onto the distal end. The evaluator gently pulled and twisted the distal cover to verify that the part did not slip or come off. The forceps elevator fully manipulated in the up direction without any signs of catching, or obstruction. The hook at the distal end has a slight indentation but is not sharp. Also identified were scratches on the distal ring, which are not sharp. After verifying that there were no issues with the single use distal cover, the evaluator manually removed the cover from the scope according to the maj-2315 instructions guide, without any difficulties. The video scope passed the cosmo leak test (+.0). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00020.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the distal cover easily fell off the subject device due to the following: 1. The distal cover was inappropriately attached. 2. The cover had crack and/or pinhole. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer. New information added to b5.